Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to contamination on the j1000 pca jumper on the computer/analog pca. The root cause for the contamination was ingress of an unknown foreign substance. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was identified. The monitor failed a pulse test.